Manufacturer narrative:
During the processing of this incident attempts were made to obtain complete patient information.

Event description:
Additional information was received which indicated the message was cleared after the software was updated.

Manufacturer narrative:
Device code has been update from 3190 to 1483. A system displaying the ¿replace generator soon¿ warning message was reported to abbott. The software was updated and the error message was cleared. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information.

Event description:
It was reported that patient received a replace generator soon message for their implantable pulse generator. Patient may have to undergo surgery to correct this issue. Patient is stable.